Event description:
A falsely elevated troponin I result of 2.94 ng/ml was obtained on a patient sample. The result was not reported. The sample was retested on the same instrument and results of 0.01 and 0.02 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.